Event description:
It was reported, that a patient presented remotely via merlin.net. Review of the transmission revealed, far r wave oversensing. Resulting in inappropriate mode switch episodes on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable before, during, and after.